Manufacturer narrative:
This is a complaint from medwatch mw5069368. While the physician was attempting to retract the outback catheter, the non-cordis guidewire was uncoiled while inside the outback catheter. After multiple failed attempts with the re-entry catheters, the provider attempted a manual re-entry. During this attempt, the tip of the non-cordis guidewire tip became entrapped in a piece of calcium before separating from the wire. The tip of the guidewire was stented against the vessel wall. Patient and his spouse were notified of the tip fracture. The procedure was a diagnostic angiogram. No additional information is available at this time.  The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instruction for use, users are cautioned that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback catheter. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
While the physician was attempting to retract the outback catheter, the non-cordis guidewire was uncoiled while inside the outback catheter. After multiple failed attempts with the re-entry catheters, the provider attempted a manual re-entry. During this attempt, the tip of the grand slam wire tip became entrapped in a piece of calcium before separating from the wire and the tip of the wire was stented against the vessel wall. Patient and his spouse were notified of the tip fracture. The procedure was a diagnostic angiogram.